Event description:
Indication for procedure: lead malfunctioning. Procedure: this was a right-sided procedure performed in the cath lab, with an arterial line and fluoroscopy monitoring. The physician inserted a lld#2 into the lead and lased with a 16f sls for approximately 3 minutes when it was noted the pt's blood pressure was dropping. A trans esophageal echocardiogram revealed a possible svc rupture and pericardial effusion. The CT surgeon inserted a paracentesis catheter with little improvement. The pt underwent emergent open-heart surgery, but unfortunately, did not survive the procedure. Device analysis: the device was not returned to the manufacture. Per lot history review there were no issues or nonconformances related to the reported event.